Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported, capsular contracture, baker grade unknown. This record is for unknown side. Device remains implanted.

Manufacturer narrative:
Clarification to h.1. Type of reportable event: there are no reportable events associated with this complaint record.

Event description:
Healthcare professional later reported baker grade ii to right side device. This event has a severity of 2 and is not serious and not reportable. Device has been explanted.